Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, it was noted that it was not possible to extend the helix after repositioning the lead several times. In addition, the physician was unable to introduce the stylet into the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.